Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a fractured needle. The issue occurred during set up / inspection for use. There were no report of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected field updates: d4 lot number, this supplemental report is being submitted based on additional information provided.

Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.